Manufacturer narrative:
(B)(4).

Event description:
It was reported that during in-hospital follow-up, 2 separate arrest episodes and loss of pacing were observed via review of ECG. Oversensing was suspected. During the device check, no anomaly was found; the cause of the issue could not be identified. There were no adverse consequences to the patient. It was recommended to perform x-ray at the next follow-up. The device will be monitored.